Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the no symptoms related to high blood glucose. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was not alleging insulin pump was under delivering. Customer stated that the drive support cap was normal. The device will not be returned for analysis.